Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Please see manufacturer report #3004209178-2016-12829 for information on the patient's concomitant system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the circumstances that led to the devices not working included not being a ble to "get through the scar tissue." No symptoms were reported related to the devices not working. The patient noted that the devices just did not do what they were supposed to. It was noted they tried using different programs, but it did not work. Steps taken to resolve the devices not working included the patient turning the devices off. The issue with the devices not working was not resolved.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for post laminectomy pain. It was reported that the patient's implant never worked. The patient indicated that they turned off the system about a year prior because it was not working. It was indicated that it never worked since 2009. The patient did not have a healthcare professional to manage the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the scar tissue "pretty much affected both scs systems" and noted that the stimulation "jumped around from one place to another" and they "couldn't get it regulated." The patient noted that both systems were still in their body and were turned off. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had met with a manufacturer representative "4 or 5 years ago."